Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak from the connection of an amia pd cycler set (red clamp line) after connecting to the solution bag. This occurred prior to patient connection for peritoneal dialysis therapy. New supplies were used to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection with naked eye noted cuts on five of the six tubing lines. The cuts were noted to be caused by a sharp object moving over the tops of the tubing lines. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing noted a leak through the cuts on the tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.